Event description:
It was reported that the error messages "safety-s" and "runaway" were displayed on a hl20 pump. The event occurred during a routine check. No harm to any person has been reported. The reported failure can lead to an unintentional pump stop. Therefore a report is required. According to the hl20 service manual the error "safety-s" indicates that there is an issue with the safety system board or it's communication. Further the error "runaway" indicates that the pump head speed is exceeding the amount set at the pump rotary knob by more than 10%. Complaint ID:(B)(6).

Manufacturer narrative:
It was reported that the error messages "safety-s" and "runaway" were displayed on a hl20 pump. The event occurred during a routine check. No harm to any person has been reported. The reported failure can lead to an unintentional pump stop. Therefore a report is required. According to the hl20 service manual the error "safety-s" indicates that there is an issue with the safety system board or it's communication. Further the error "runaway" indicates that the pump head speed is exceeding the amount set at the pump rotary knob by more than 10%. A getinge field service technician (fst) was sent for investigation and repair on 2024-07-06. The optical tacho board was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The affected part was not made available for further investigation at the manufacturer. However the error messages "runaway" and "safety-s" can be linked to the following most possible root causes according to the hl 20 risk management file: wrong pump speed because of: communication error (e.g. Wrong ratio between master-slave pumps due to communication error). Pump runaway. Due to the age of the device and optical tacho board (manufactured on 2009-01-29) age related aspects can be considered as well. The review of the non-conformities has been performed on 2024-08-01 for the period of 2009-01-29 to 2024-06-01. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2009-01-29. Based on the results the reported failure " error messages safety-s and runaway" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The event occurred in india. It was reported that the hl20 pump displayed the error messages: ¿runaway¿ and "safety-s" prior to treatment. No harm to any person has been reported. The reported failure can lead to an unintentional pump stop. Therefore a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in india. It was reported that the hl20 pump displayed the error messages: ¿runaway¿ and "safety-s" during routine check. No harm to any person has been reported. Since the reported failure can lead to an unintentional pump stop a report is required. A getinge field service technician will be sent onsite for investigation of the device. As soon as new information becomes available a follow up medwatch will be submitted.